Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vascular access site was the right femoral artery (rfa). The 80% stenosed target lesion was located in the origin of the moderately tortuous, non-calcified posterior descending artery (pda). The lesion length was 12mm and the reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a maverick 2.0x9mm balloon and immediately after pre-dilatation, the residual stenosis was 50%. A taxus liberte' 2.50x12mm stent was prepared by the nurse and given to the physician. Upon attempting to advance the stent delivery system, it was realized that it was not crossing the lesion site. Pre-dilatation was performed a second time and another attempt was made to cross the lesion site, but was not successful. The stent delivery system was removed from the patient and it was noticed the stent struts were protruding. A non-bsc 2.50x12mm drug eluting stent was then easily advanced across the lesion site and the procedure was completed. No patient complications were reported as a result of this event. The patient status is reported as "stable".